Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included ECG and defib testing without duplicating the reported malfunction. The device was recertified and returned to the customer. Review of the device logs did not show any evidence of complaint since the logs were cleared on the event date of (B)(4) 2018. No trend is associated with reports of this type.